Event description:
Report sent in indicates incident on event date of "medication" of 1000cc set to deliver 50ml/hr. In a time period of approximately 4 1/2 to 5 hours patient received 900ml of medication. No injury was reported to the patient. Pump/bag and tubing was sequestered to biomed. Testing in biomed reveals testing of channel one at 50cc vtbi. After 28 minutes observed 110 cc delivered into a beaker. After one hour noted 118cc. Testing of second channel did not reveal an overinfusion. Visual inspection of channel one pump indicated that the pumping fingers 2-4 were severely worn and/or deteriorated. Pump to be sent in for repair and evaluation. Add'l info from the account indicates the medication was magnesium sulfate and normal IV solution was used to decrease the toxicity. No harm to the pt.